Event description:
Related manufacturer reference number: 3006705815-2023-07712. It was reported the patient¿s ipg is inoperable and the ipg is sticking out causing pain. The patient had unrelated surgeries and it is unknown if the device was placed into surgery mode. Troubleshooting was attempted by a company representative to no avail. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.